Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, g1, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in shell, fold creases. A microscopic analysis was performed which identified; stress marks and nicks with striations, broken shell with sharp edge on anterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture unknown baker grade.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced.